Event description:
It was reported that the vns patient¿s generator was protruding but not visibly coming through the skin under the patient¿s arm. The surgeon used the patient¿s initial generator pocket when replacing the patient¿s generator which reportedly caused the device to protrude at the incision site. The patient's parents reported that the incision site had never healed properly. It was reported that non-absorbable sutures were used during the initial implant procedure. No device migration or trauma occurred that may have caused or contributed to the generator protrusion. The patient underwent surgery on (B)(6) 2014 to reposition the generator for patient comfort and to prevent potential infections and skin erosion.